Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6) that a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a watchman ® laa closure device & delivery system (wds) was advanced. It was stated that a closure device opened prematurely and required open heart surgery to be removed. The patient remained hospitalized for 5 months due to complications and an infection.